Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. A technical support specialist (tss) rebooted the system, secured the refrigerator-to-pyxis unit connection, and verified latch operation in hardware test application (hta). Post-repair, testing and inspection were completed successfully, confirming normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, when user accessed the device, there was an error message stating, "med is in the failed hardware". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.